Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Correction: h11 technical assistance support (tac). The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone and informed the event. Troubleshooting was performed and the technical assistant support suggested to remove the cover, to clean the dust from the fan, to replace the bulb, and to reset the counter, but the issue was not resolved. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source notification lights on the panel were blinking. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.